Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was not confirmed. The evaluation found scratches on the outer tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the trueview ii rigid arthroscope's lens was burnt. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was presumed that the suggested events (distal end burnt and worn and scratches on the outer tube) may have occurred due to excessive force by the user while handling the device. The event for broken components were not confirmed, thus the device did meet its specifications and functions in regard to this issue. Hence, the root cause was identified, and the occurrence of the reported event was confirmed. Olympus will continue to monitor field performance for this device.